Event description:
The entrapment rod on the hill-rom centrella bed has caused the bottom mattress cover to become stuck and rip. The rip in the mattress cover allows for fluid intrusion into the mattress which is a major infection prevention issue.